Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: vessel dissection. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, after uneventful clip deployment, the pt developed diminished pulses in the closure leg. An angiogram revealed a vessel dissection occurred, which was surgically repaired. Additionally, the artery was surgically sutured to achieve hemostasis. The pt was reported as "doing fine without any further complications" and was discharged to home the next day. Though requested, no additional info was available.